Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and was reprogrammed in clinic. Eleven days later, the rv thresholds increased again. The right atrial (ra) lead also exhibited over-sensing that was classified as atrial tachycardia/atrial fibrillation (at/af). The leads remain in use. No patient complications have been reported as a result of this event.